Manufacturer narrative:
The unit powered up properly after battery installation. The device was received with its operating currents within specification. No failed battery test alarm was noted. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, and displacement tests. No motor error alarms were noted. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The excessive no delivery test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The unit was received with a cracked belt clip slot and minor scratches on the lcd window.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 230 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The rewind was able to complete as well. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.